Event description:
It was reported that the nurse was trying to demonstrate the alert tone for the patient but was unable to hear the tone. The alert tone was noted to be faintly heard with stethoscope. It was also noted that the patient may have gained weight since the implant. The device is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.